Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, alarmed system error 345 (thermistor disparity). A review of event history log revealed multiple occurrences of system error 345. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Through visual inspection the cause was identified to be corrosion on the force sensor wires and force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.